Manufacturer narrative:
Device evaluated by MFR.: the device was returned for evaluation. A pusher wire, coil, introducer sheath and non bsc catheter were returned for analysis. The pusher wire was found to be kinked. The main coil was found to be kinked and stretched. Blood was observed in the hub of the microcatheter, however there was no blood present on the main coil. Microscopic inspection was done and noted no damage on the coil zap tip. The interlocking arm of the main coil and the pusher wire were also inspected and no damage were noted. The introducer sheath and the catheter were also inspected and no damage was noted. The dimensions of the pusher wire and coil that could be measured were found to in specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause has been determined to be use/user error as the dfu states: "release the interlock fibered idc occlusion system inside its introducer sheath by gently pinching the sheath on both sides of the twist-lock mechanism and rotating proximal side counter-clockwise 2-3 rotations." (B)(4).

Event description:
It was reported that a coil was broken. The patient was undergoing an embolization procedure of the left gastric artery. A 0.021 direxion microcatheter was positioned and a 3mm x 6cm interlock was selected. Resistance was noted while advancing the coil into the catheter; the coil could only be advanced with force. While attempting to advance a second 3mm x 6cm interlock coil, resistance was noted in the rhv and the coil broke while still external to the patient. The procedure was completed with different sized coils without issue. There were no patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a coil was broken. The patient was undergoing an embolization procedure of the left gastric artery. A 0.021 direxion microcatheter was positioned and a 3mm x 6cm interlock¿ was selected. Resistance was noted while advancing the coil into the catheter; the coil could only be advanced with force. While attempting to advance a second 3mm x 6cm interlock¿ coil, resistance was noted in the rhv and the coil broke while still external to the patient. The procedure was completed with different sized coils without issue. There were no patient complications reported and the patient's condition was stable.